Event description:
The report received from the study indicated that approximately thirty-six days after the index procedure while at the rehab clinic, the patient had chest pain and was noted to have t-wave inversion in the inferior ECG leads. The patient's cardiac enzymes were slightly elevated (troponin t <2 x uln). The patient was negative for myocardial infarction. The angiogram demonstrated that the two previously implanted cypher select stents were totally occluded (100% stenosis) the stents, a 2.5 x 13 mm and a 2.25 x 33 mm were implanted in the right posterolateral branch target lesion in overlapping fashion. The late thrombosis was treated by passing two rinato guidewires through the occlusion: with one into the postero-lateral branch and one into the posterior-descending branch. A 2.5 x 12 mm maverick balloon was used. No re-flow wa noted, so aspiration was conducted several times. The cause of the occlusion was said to be unclear. Two xience 2.5 x 18 mm stents were implanted on either end of the occluded cypher stents, one proximal and one distal. The stents were post-dilated to 20 atm. The residual stenosis was 0%. The patient was discharged the next day.

Manufacturer narrative:
The patient is a male with a medical history of hypertension, hyperlipidemia, and post smoking the indication for the procedure was an acute st-elevation (stemi) inferior wall myocardial infarction and resting ECG changes. The patient was found to have one-vessel disease and had one lesion treated during the elective procedure. No staged procedure was planned. The patient's lvef was 30-50%. Reopro was administered. The target lesion was the right postero-lateral branch. The lesion was reported to be: de novo, 2.75 mm vessel diameter, 42 mm length a 100% stenosis, a chronic total occlusion less than three months (cto <3 months), thrombus present, and type c. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 8 atm. Two cypher select plus stents were implanted electively: a 2.25 x 33 mm at 12 atm and a 2.5 x 13 mm stent at 16 atm in overlapping fashion. The stents were post-dilated with a 2.75 x 15 mm balloon at 12 atm, due to stent under-expansion. Six hour after the index procedure, the patient became hypotensive and had chest pain. The patient was also reported to have a low-grade fever anf first-degree heart block. No infection was found, and patient was given fluids with little effect. After the index procedure, the patient's cardiac enzymes were noted to be elevated. The enzyme elevation did not meet criteria for a myocardial infarction and no intervention was done. The chest pain, hypotension, fever, enzyme elevation, and first degree av-block were captured as not reportable events. The patient was discharged ten days after the procedure. There were no reported procedural complications or device deviations. The patient was reported to be asymptomatic at the one and six-month follow- ups and was continuing his medical regimen. The coronary angiography, re-pci, and stent thrombosis was noted at the six- month contact. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available to evaluation and testing. Additional info will be submitted within 30 days upon receipt this is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-02378.